Manufacturer narrative:
The tech found the brake casters were worn. The tech replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates, the brake is not holding.